Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; a staple line opened fully after the first stapling on the stomach in a bypass procedure and the staples were found opened or not completely formed. The staple line was oversewn with suture. The procedure was extended by more than 30 minutes and the patient had to be seen by the ICU for treatment. Product return is not expected.